Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached, perforated the ivc and the filter tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that 2 fractured struts retained in the heart and one strut in the pelvis. The patient reportedly experienced chest and abdominal pain due to fragments in the body; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images .the image review was documented in the medical records. Approximately six years post deployment, it was observed that the ivc filter legs had detached in the ivc; the patient experienced abdominal and chest pain. Following year, tee revealed that there was a bright structure in some views towards the distal 1/3 of the inferior septum. Four months followed by; CT scan revealed that the ivc filter tip at l3 level, with multiple legs extending beyond the lumen with some legs contiguous with the inferior abdominal aorta margin. Six months followed by; CT scan showed that there was severe multifocal penetration into the retroperitoneum; two detached filter arms were noted, one was embolized into the right ventricle, with no hemo pericardium. Also, patient had an abdominal pain and the filter was tilted with couple of struts extending beyond the ivc wall into the small bowl mesentery. Following month, an attempt was made to retrieve the filter using snare which was unsuccessful as the filter remained embedded within the ivc wall. Following month, CT scan was performed, the patient was noted to have a foreign body, visualized as a bright radiographic linear structure involving the epicardium, just inferior to the diaphragm. There was a hyperechoic structure in the liver. A CT-chest done on the same day showed a 2.5cm curvilinear metallic density involving the low inferior left ventricle, believed to be a detached tine of the ivc filter. Following month, an attempt was made to remove the cardiac fragment was deferred due to risk of major complications. Pre-procedural imaging confirmed one detached leg hook embedded in the ivc and one in the right ventricle. A venogram demonstrated embedment of the filter hook within the ivc wall and penetration of legs. Then the hook was dissected using bronchial forceps and the filter was retrieved. It was observed that another missing arm was found overlying the left iliac bone, in the region of the left iliac vessels. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, retrieval difficulties and filter limb perforation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013), (device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and the filter tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that two fractured struts retained in the heart and one strut in the pelvis; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images .the image review was documented in the medical records. Approximately six years post deployment, it was observed that the ivc filter legs had detached in the ivc; the patient experienced abdominal and chest pain. Following year, tee revealed that there was a bright structure in some views towards the distal 1/3 of the inferior septum. Four months followed by; CT scan revealed that the ivc filter tip at l3 level, with multiple legs extending beyond the lumen with some legs contiguous with the inferior abdominal aorta margin. Six months followed by; CT scan showed that there was severe multifocal penetration into the retroperitoneum; two detached filter arms were noted, one was embolized into the right ventricle, with no hemo pericardium. Also, patient had an abdominal pain and the filter was tilted with couple of struts extending beyond the ivc wall into the small bowl mesentery. Following month, an attempt was made to retrieve the filter using snare which was unsuccessful as the filter remained embedded within the ivc wall. Following month, CT scan was performed, the patient was noted to have a foreign body, visualized as a bright radiographic linear structure involving the epicardium, just inferior to the diaphragm. There was a hyperechoic structure in the liver. A CT-chest done on the same day showed a 2.5cm curvilinear metallic density involving the low inferior left ventricle, believed to be a detached tine of the ivc filter. Following month, an attempt was made to remove the cardiac fragment was deferred due to risk of major complications. Pre-procedural imaging confirmed one detached leg hook embedded in the ivc and one in the right ventricle. A venogram demonstrated embedment of the filter hook within the ivc wall and penetration of legs. Then the hook was dissected using bronchial forceps and the filter was retrieved. It was observed that another missing arm was found overlying the left iliac bone, in the region of the left iliac vessels. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, retrieval difficulties and filter limb perforation. Per medical records, multiple attempts were made to engage the apex of the filter using snare was unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013), (device: 4001).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 02/2013, (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached, perforated the ivc, tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that two fractured struts retained in the heart and one strut in the pelvis and the patient reportedly experienced chest and abdominal pain due to fragments in the body; however, the current status of the patient is unknown.